Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support with concerns about running low blood glucose while using the ilet system and declined troubleshooting with support, preferring to speak with their trainer; the agent advised oral carbohydrates and the patient reported they had already eaten. Symptoms included hypoglycemia sensations without confirmation by a meter or cgm. Outcomes included self-treatment with oral glucose and no reported hospitalization. Investigation included remote troubleshooting and patient education. Investigation of this case revealed no confirmed device malfunction or alarm-related issue and no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.